Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient was revised due to infection. Doi: 2005 - dor: (B)(6) 2011 (right hip). Update (B)(4) 2012- litigation papers received. In addition to infection, it is now alleged that the patient suffers from pain and elevated levels of cobalt chromium. The MDR decision has been reversed and initial emdrs created. Update (B)(4) 2013- pfs received from legal. The correct doi and dor were provided. There is no new additional information that would affect the investigation. Doi: (B)(4) 2005- dor: (B)(6) 2011 (spacer), dor: (B)(6) 2011 (right hip).

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes zt6da1 and 1822152. A search of the complaint database finds additional reported incidents against lot code 1906440 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. The lot code was not provided for the pinnacle cup. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.